Manufacturer narrative:
Device passed the self test and the displacement test. No unexpected software error alarms noted during testing however, the formatted history file confirmed software error due to a software error. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer via phone call that the insulin pump alarmed pump error 53. Customer states that this has happened once or twice a week; customer was able to successfully clear the alarm. Customer's blood glucose at the time of the incident was 240mg/dl. Patient was advice to revert to backup plan per hcp's instructions. The pump will be return for analysis due to the pump error 53.